Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary finding of camera instrument, endoscope shaft damage to be related to the customer reported complaint. The camera was found to have shaft mechanical damage. The distal main tube was found to be bent inward in multiple places. Despite the damage on the distal main tube, the endoscope was still fully functional. Although the mechanical shaft was damaged, the qap (quality assurance procedure) could still be performed on the in-house system. Functional tests were performed and passed. Stereo calibration, endoscope focus test and color recognition was performed and passed. Images were clear de-warped and not grainy. No noise or motion blur was seen. The buttons were fully functional and moved intuitively. First endoscope digital test (edt) testing passed. The review of logs showed no errors found within 3 months of return create date. Leak tests were performed and passed. Probable root cause is attributed to the defective camera.

Event description:
It was reported that the endoscope metal end was jammed and was not moving correctly. There was no report of patient injury or harm. Intuitive followed up but customer did not have additional information.